Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have damage to the teflon pad. Visual inspection showed that the teflon pad was damaged and a small fragment was missing and was not returned. The instrument blade was also found to have one of the blade edges indented which prevented the blades from closing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace tip coating came off. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The coating was completely dislodged from the tip and was missing. There was no fragment fall into the patient and no injury to the patient.